Manufacturer narrative:
Cylinder 1 was visually, functionally, and leak tested. A hole was found in the outer tubing due to input tube sleeve wear and avulsion. The tubing was bulging when inflated and had broken fabric threads. Cylinder 2 was visually, functionally, and leak tested. No damage or leaks were identified. Pump was visually and leak tested. No leaks were detected, however the spring was misaligned. The reservoir was functionally, visually, and leak tested. No leaks or damage were identified. Review of the manufacturing records for batch 606606 confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. Label review, risk review, and ship history not required per cis product investigation wi, (B)(4). An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient experienced a broken cylinder. Another inflatable penile prosthesis(ipp) cylinder was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the patient status was reported to be no complications. Additional information received that the right cylinder ruptured and the reservoir was replaced as well.

Manufacturer narrative:
Model- reservoir 72404155, lot sn- (B)(4), mfg date- 06/02/2010, exp date- 05/03/2012.

Event description:
It was reported that the patient experienced a broken cylinder. Another inflatable penile prosthesis(ipp) cylinder was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient status was reported to be no complications. Additional information received that the right cylinder ruptured and the reservoir was replaced as well.